Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of four medwatches being submitted as four devices were involved in this event. Also see medwatches 2210968-2011-01651, 2210968-2011-01653, 2210968-2011-01654. The same patient is represented in each medwatch. (B)(6) 2011 11:49:01

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011. During the procedure, the device bogged down and stopped. Another like device was used to successfully complete the case with no adverse patient consequences.